Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial and right ventricular leads were unable to be to withdrawn. No medical intervention was performed. The leads remained implanted. The patient's condition post procedure was stable.